Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6), used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿system console is bad¿ error. Because of the "robotic drill cable disconnected" error prior to the "system console is bad" error message, as well as the "system console is bad" error message occurring in the burloading workflow, it is likely that this reported complaint is an occurrence of a known software bug. This error is confirmed to be a software issue that has been corrected in the release of cori-v1.4.3 software. However, the logs necessary to confirm whether this error is an occurrence of a known software bug were not provided. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the cause of the reported complaint could not be confirmed, escalation actions applicable to the scope of the complaint as reported have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that, when the surgeon tried to burr the bone during a cori tka procedure, the system showed "robotic drill cable disconnected". When they reconnected and recalibrated the robotic drill, there was another warning that showed "system console is bad". The procedure was completed with a delay fewer than 30 min by changing the surgical technique to manual procedure. No other complications were reported.